Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention may take place at a later date to address the issue.